Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she was experiencing low battery issues with the insulin pump. Customer stated she received a battery cap replacement but the issues continue after changing it. The battery did last less than a week. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.